Event description:
It was reported that during a tips (transjugular intrahepatic portosystemic shunt) procedure, after flushing the device, the handle popped out. He removed the system and completed the procedure with another stent without any difficulty. A 10f sheath and a 0.035 guide wire were used for the procedure. There was no difficulty advancing to the intended site. There was no reported injury to the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has not been returned for eval to date. Based on the info received, the results are inconclusive and the root cause of the event is unk.